Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the current draw while the AED was in standby should be approximately 0.03ma and measured at 0.23ma. The cause was attributed to the AED's lv u12 msp.